Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the right ventricular lead exhibited noise. The physician suspected that the noise was due to the pacemaker. The lead was capped and replaced on (B)(6) 2021. The device was explanted and replaced. The patient was in stable condition post-procedure. Related manufacturer reference number: 2017865-2022-00801.

Manufacturer narrative:
The reported event of signal artifact/noise was not confirmed. The device was received operating under normal battery voltage and current. The device was put through output, sensitivity, and noise tests with no anomalies. Visual and mechanical examination was normal with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.